Manufacturer narrative:
The reported event involving pump modules ¿that the hospital has had to replace 300 out of their 900 keypads over the past year and half on the 8100s (lvp's)¿ could not be confirmed. The source devices were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported by the director, biomedical engineering that the hospital has had to replace 300 out of their 900 keypads over the past year and half on the 8100s (lvp's). And currently the hospital has 25 keypads per a month that require replacement.